Event description:
Spontaneous. Patient's grandmother stated that tubing was leaking during last infusion and tried 3 tubing's that all occurred that way, had 1 tubing that had the cap on unusually tight requiring husband to help unscrew it, but did not require any tools. Tried to tighten tubing to syringe and still leaked. No missed dose or side effects reported; unknown if available for return; unknown if md aware. No further information provided. Tubing is used to infuse hizentra at above dose/frequency. Reported to (B)(6) by pt/caregiver.